Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: during investigation, a review of the pump black box data showed no alarms or warnings had occurred. The pump was powered on with the display functioning properly. The complaint of a blank display was not duplicated during testing. The pump case was removed and there was no evidence of moisture or loose components inside pump. There was no defect found.